Event description:
Additional information from the health care professional of the clinical study reported the burning pain sensation was in the lower right side of the patient's back. The patient was reprogrammed to avoid using the out of range electrode and therefore the event was considered resolved without sequelae.

Event description:
It was reported that the patient experienced a burning pain sensation. Lead 1 contact 3 was out of range. Lead 2 contact 7 was out of range greater than 10,000 ohms. Two separate electrodes were found out of range greater than 10,000 ohms. The outcome was ongoing with no further actions needed. Interventions included reprogramming. The event was related to the device or therapy and not related to the implant procedure.

Event description:
Additional information received from the healthcare professional (hcp) of a clinical study reported that the patient did not experience a clinically undesirable experience. Electrode number 3 had high impedance. The outcome was resolved without sequelae. No actions were taken as interventions. Diagnostic methods included device interrogation which showed that electrode 3 had high impedance. The etiology was not applicable to the device or therapy and not related to the implant procedure. No signs or symptoms were reported.

Manufacturer narrative:
Concomitant medical products: product ID: 3550-39, lot# n354096, implanted: (B)(6) 2014, product type: accessory. Product ID: 3550-39, lot# n394890, implanted: (B)(6) 2014, product type: accessory. Product ID: 3708220, serial# (B)(4), implanted: (B)(6) 2014, product type: extension. Product ID: 3708220, serial# (B)(4), implanted: (B)(6) 2014, product type: extension. Product ID: 3888q33, lot# va0cw94, implanted: (B)(6) 2014, product type: lead. Product ID: unknown, serial# unknown, product type: programmer, physician. (B)(4).

Event description:
Additional information received from the healthcare professional (hcp) of a clinical study reported that electrode 3 (lower left) and electrode 7 (lower right) were found out of range at .7 volts with impedances greater than 10,000 ohms. Only electrode 3 was out of range at 3.0 volts with impedances greater than 10,000 ohms. Only electrode 3 was out of range at 7.0 volts with impedances greater than 10,000 ohms. Electrode 3 was associated with lead 1 and electrode 7 was associated with lead 2. Diagnostic methods included device interrogation which showed electrode 3 and 7 out of range. The patient experienced a burning pain sensation. There was a burning pain sensation of the lower left and lower right side of the back. The etiology was noted as related to the leads. The etiology was noted as related to the device or therapy and not related to the implant procedure. The outcome was ongoing with no further action needed.

Event description:
Additional information received from the healthcare professional (hcp) of a clinical study reported that there was high impedance on electrode 7 and 3. Actions taken as a result of the event included programming around the electrode. The outcome was reported as ongoing with no further actions to be taken.

Event description:
It was later reported that lead 2 electrode 7 was not found out of range at 3.0v. Etiology was new illness or condition. Reprogramming was done at an office/clinic visit. Lead 1 contact 3 at 0.7v and 3.0v was out of range, >10,000 ohms.

Event description:
Additional information received indicated the outcome was resolved without sequelae.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the primary cell battery was replaced with a rechargeable battery following battery depletion.